Manufacturer narrative:
(B)(4). Concomitant medical products: oss modular tibial base catalog # 150421 lot # 114620, compress segmental anchor plug catalog # 178412 lot # 721820, refobacin bone cement catalog # unknown lot # 745eah2108, oss 3cm osseoti prox tib slv catalog # 151816 lot # 592130, nexgen cr-flex bearing catalog # unknown lot # 398650. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-02699, 0001825034-2019-02704. Remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient suffered pain and was experiencing loosening post operative. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this report is a duplicate of 0001825034-2019-03223.

Event description:
Upon reassessment of the reported event, it was determined that this report is a duplicate of 0001825034-2019-03223.